Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a proglide device using the pre-close technique via a 8f sheath prior to a stent graft interventional procedure. Reportedly, the plunger of the first proglide device was depressed to advance the needles; however, the needles did not catch the cuff. A cuff miss was noted as the suture was not visible after the plunger was withdrawn. Another proglide device was used and the suture of two proglide devices were successfully pre-placed. The sheath was upsized to a 18f and the stent graft procedure was completed. Hemostasis was achieved with the successfully pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned for analysis. The reported needle to cuff miss/ suture retrieval issue was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.